Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The nurse reported the cause of the peritonitis was constipation. It was not reported if the patient was hospitalized for the event. Treatment and outcome are unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review of the potentially associated lot number will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4).